Event description:
It was reported the pt alleged to never have effective stimulation in her back. To address the issue the physician implanted a trial lead above the existing lead to observe pain coverage. Further, surgical intervention will be taken at a later date depending on trial result.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.